Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump under warranty, and the customer agreed to use mdi as a backup therapy. The customer was instructed on how to put the pump into storage mode and return it using a prepaid label within 10 days, which they understood and acknowledged.